Event description:
It was reported that the patient with this pacemaker system had a revision procedure for the right atrial (ra) lead and the right ventricular (rv) lead. Following the procedure, the presenting electrogram (egm) exhibited intermittent loss of capture (loc) and high capture thresholds on the ra lead. Technical services (ts) recommended testing the ra lead in clinic. It was noted that following the procedure, the rv lead exhibited appropriate capture and sensing. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead exhibited high capture thresholds prior to the revision procedure. Additionally, due to patient anatomy, it was difficult for the leads to remain in place. Subsequently, this pacemaker system was explanted. This rv lead has returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited high capture thresholds prior to the revision procedure. Additionally, due to patient anatomy, it was difficult for the leads to remain in place. Subsequently, this lead was explanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system had a revision procedure for the right atrial (ra) lead and the right ventricular (rv) lead. Following the procedure, the presenting electrogram (egm) exhibited intermittent loss of capture (loc) and high capture thresholds on the ra lead. Technical services (ts) recommended testing the ra lead in clinic. It was noted that following the procedure, the rv lead exhibited appropriate capture and sensing. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.